Manufacturer narrative:
The device was not returned nor required for investigation. The root cause has been addressed and executed through design change iia (B)(4).

Event description:
A consumer reported that a philips one power toothbrush caught fire and melted the charging port. No injuries were reported.